Manufacturer narrative:
Manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. Investigation summary: based on the investigation of the returned catheter sample a sheath fracture leading to non deployment could be confirmed. The system was found in activated condition and the sheath was found fractured with elongation at the fracture site which led to the conclusion that increased friction / release force affected the system during deployment attempt. As a result of the investigation performed the complaint could be confirmed. However, based on the information available and the evaluation of the sample returned, a definite root cause for the reported issue could not be determined. Labeling review: in reviewing the valid labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states: 'prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the IFU states: 'the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure'. Furthermore, the IFU states: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device.' Regarding the use of accessories the IFU states: 'materials required for the fluency plus endovascular stent graft procedure: (...) Introducer sheath with appropriate inner diameter (...) 0.035" (0.889 mm) guidewire (...)'. (Expiry date: 06/2021).

Event description:
It was reported that the endovascular stent graft allegedly failed to deploy from the delivery system. There was no reported patient injury.